Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing become separated from the connector of the infusion set during the night. The patient experienced an elevated blood glucose level of 300 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.